Event description:
It was reported that during an open procedure, the jaws were out of alignment and scissoring occurred when it was used on a vessel. The clip was fully advanced into the jaws prior to firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.